Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16011). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a merlin.net transmission showed that the device had prematurely reached eri. The device was explanted and replaced. The patient was in good condition following the procedure.